Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box and alarm history revealed multiple records of slave communication alarms (cs054/cs052). The returned battery cap and the battery compartment were intact and without damage. On investigation, the pump was powered on and ez-prime steps completed successfully. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications.